Manufacturer narrative:
To date, no further information on this has been available. Should new details be forwarded, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a field representative and physician consultation, oversensing contributing to pacing inhibition was apparent on the reviewed electrogram. It was further reported that this patient was pacer dependant and the inhibition period had been greater than four seconds. The field representative communicated to the physician the need to bring the patient back for further testing, so as to determine root cause. No adverse patient effects have been reported.